Manufacturer narrative:
Corrected data: (B)(4). Additional data: device evaluation: product evaluation found that the lens was returned in liquid in the lens container. Visual inspection found no visible damage to lens, but there was foreign material on lens surface specified hair. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.5/+1.5/096 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.